Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint is cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation that the colonovideoscope exhibited foreign material in the grip, the up/down knobs, the scope case unit, the c-cover, the a-rubber (bending section cover) adhesive, the auxiliary channel, and the nozzle. There was no patient involvement.